Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the cable connecting ECG and front te was completely severed. Additionally, trunk connector was damaged and unable to plug into a monitor. The root cause for servered cable and damaged connector was physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.